Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged pulmonary problems and has to undergo an emergency CT scan.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found light signs of wear and tear. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of light beige dust contamination throughout the air path including in the blower, throughout the blower box assembly, and in the indentations for the pollen filter at the air inlet. The device's downloaded event log was reviewed by the manufacturer and found no error. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of dust contamination in the device.